Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and no sensing. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix fully extended and clogged with dried blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with dried blood and over-torque of the inner coil. The reported event of no sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During an in clinic follow-up, no sensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and lead dislodgement was confirmed. An attempt was made to reposition the rv lead, however, the helix failed to extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.